Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Stored egm revealed that the device exhibited post-paced t-wave oversensing. The device was reprogrammed and there have been no further t-wave oversensing issue. Patient is well.